Event description:
Aicd replaced due to generator recall by MFR. Timing crystal loses amplitude, resulting in inability to pace. Pt selected option of replacement rather than non-invasive correction of hard drive.